Manufacturer narrative:
Qc is run every 12 hours. Qc prior to the event was within the laboratory established ranges. Qc after the event was approximately 10mmol/l to low. Recalibration brings qc back into the established ranges. Prior to service arriving onsite, the customer changed both the na and na reference electrodes. A field service engineer (fse) inspected the instrument and found no issues. Data from before and after changing the electrodes suggests that the electrodes were the root cause. Instrument is performing acceptably now.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems for multiple patients. The results were reported out of the lab. The issue was detected when routine qc was high. The system was recalibrated and samples, run since the last qc, were repeated. Sixty seven reports were amended. The lab has not received any reports of impact to treatment.